Event description:
It was reported that the user paused the ilet to avoid further dosing in response to low blood glucose and was counseled on the correct low blood glucose protocol, including not pausing for low or falling readings. Symptoms included hypoglycemia. Outcomes included user education and troubleshooting without alerts or alarms. Investigation included a review of the reported use behavior and education provided. Investigation of this case revealed user-initiated pausing contrary to instructions, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to user decision-making and adherence to instructions.